Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures thes5 erc tubing clamp / 500mm . The incident occurred in (B)(6). The affected device was requested back and investigated at the manufacturer site. Results revealed fluid ingress damaging the circuit boards of the clamp as the root cause of the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm remained in the closed position when an error message was displayed on the system during procedure. The user turned off and on the device and pushed the reset button but the issue persisted. After the end of the case, the user re-tested the clamp and it was not working. There was no report of patient injury.